Manufacturer narrative:
E1 initial reporter phone number- (B)(6).

Event description:
It was reported that during lead implant procedure on (B)(6) 2024, ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: b1- product problem selected. Correction: b5- ipg was not placed into surgery mode prior to procedure. Correction: h6- health effect - clinical code. The report of inoperable ipg was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of the second lead implant procedure the patient reported having on 20oct2024. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system.

Event description:
Ipg was not set into surgery mode during the implant procedure.